Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 337 mg/dl. Customer reported that the low battery lead to blank display. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was not blank currently. Customer stated that the battery was shook so they advised to insert different battery in the insulin pump. Customer was advised to remove the battery and they stated that the insert battery alarm did not displayed on the screen. The insulin pump will not be returned for analysis.